Event description:
Senseonics was made aware of an incident where user reported a low glucose event. The following example set was provided: 22-jun-2025 at 10:50 am isr time where user's sg was 43 mg/dl and bg was 108 mg/dl after dms review, we confirmed the following information at the time of the event: 22-jun-2025 where user's sg was 43 mg/dl at 10:48 am and bg was 115 mg/dl at 10:55 am after dms review, we confirmed that the user received a low glucose alert at 10:48 am, when the sg was at 43 mg/dl.user didn't seek for medical treatment. User didn't treat themselves because they confirmed with the bg that they weren't low.user's hcp isn't aware of the event and was advised the user to follow up with the hcp for further medical guidance.

Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Manufacturer narrative:
The user reported a low glucose event on jun-22-2025 at 10:50 am where user's sg was 43 mg/dl and bg was108 mg/dla review of the data management system (dms) revealed that on (B)(6) 2025 at 9:48 am est sg: 43 mg/dl and sg at 9:55 am was 115 mg/dl. A review of the alert history revealed that the user received a low glucose alert around the reported time as user's sg was below 65 mg/dl. The user did not seek medical treatment because they confirmed with the bg that they weren't low. User's hcp was not aware of the event. User was advised to follow up with the hcp for further medical guidance.an case ((B)(4)) was created to address sensor inaccuracies inclusive of the reported low glucose event. A review of the dms data showed variation in sensor values, which may be due to early wear and adjustment of the sensor after insertion on the (B)(6) 2025. Some sensors show a little more variability in the first few days and then settle down to give the typical performance. The user was advised to allow the system a few more days to adjust, entering any additional calibrations as requested by the system.a review of data from the two weeks following the event confirmed a good agreement between sg and bg values. The user was advised to continue using the system. B4: date of this report on 07 august 2025. G3: date received by the manufacturer? 07 august 2025. H3: device evaluated by manufacturer? Yes. H6. Type of investigation updated to 4121. H6: investigation findings updated to 3224. H6: investigation conclusions updated to 22.